Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, h2, h6. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 telephone-(B)(6). The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited communication error with the b30 scope. The issue occurred during a diagnostic colonoscopy that was completed with an olympus back-up device. There were no reports of patient harm.